Manufacturer narrative:
(B)(4). (Exemption number e2015033). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Other damages found during investigation are most likely related to explantation surgery. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
According to the report, the patient's hearing with the device is intermittent with movement of the head. There is no report of accident or trauma and no changes in health. The intermittencies started approximately (B)(6), 2017. The patient was re-implanted.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient's hearing with the device is intermittent with movement. There is no report of accident or trauma and no changes in health.